Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of incident. The customer was reported that the insulin pump had multiple pump errors. The customer was assisted with troubleshooting. The customer was reported that they were able to clear the alarm and not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.